Manufacturer narrative:
Evaluation of the returned velocity confirmed that the catheter was fractured. If the velocity is retracted at an extreme angle during use, damage such as a fracture may occur. Further evaluation of the returned velocity revealed a kink. This damage likely occurred while removing the velocity out of the sheath prior to the fracture. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a velocity delivery microcatheter (velocity), non-penumbra balloon guide catheter, and a non-penumbra stent retriever. During the procedure, while removing the velocity and stent retriever out from the balloon guide catheter, the physician noticed a fracture near the midshaft of the velocity. It was reported that the velocity was still intact, and the physician was able to successfully remove the entire velocity. The procedure was completed using a new velocity with the same stent retriever and balloon guide catheter. There was no report of an adverse effect to the patient.